Event description:
It was reported that when viewing a remote transmission, it was not possible to view the electrogram (egm) details, and the transmission indicated that the data was invalid. It was suspected that the data had become corrupted. It was further reported that the device continued to display invalid data when attempting to view a stored high rate episode. The device will be checked again during the patient's next follow up visit. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation, however performance data from the device was reviewed and the data has been analyzed. S2d review - diagnostics problem: programmer s2d data for (B)(4) for high rate episodes selection of egm and trend data shows "invalid data received from pacemaker graph/data cannot be displayed." Between (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when viewing a remote transmission, it was not possible to view the electrogram (egm) details, and the transmission indicated that the data was invalid. It was suspected that the data had become corrupted. The device will be checked again during the patient's next follow up visit. The device remains in use. No patient complications have been reported as a result of this event.